Event description:
It was reported, the pt's anchor became shallow and caused discomfort. The physician reburied the existing anchor. The pt's issue has been resolved. Note the pt received two anchors, from the same lot, as part of her scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.